Event description:
Reportedly, the device was plugged in correctly as well as the pencil. The grounding pad was reportedly placed correctly on the pt. The device was set at parameters of cut-50, coag-50. The physician pushed the button on pencil which made a pop sound which resulted in burning a pin hole burn on physician's palm of hand. No tissue damage to pt, however there was a minor injury to the doctor. The physician re-gloved and finished surgery using another device.